Manufacturer narrative:
Act button did not respond due to flattened button dome switch. Insulin pump received with minor scratched display window and cracked reservoir tube lip. Insulin pump also had damaged case due to dog chew. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was unresponsive. The customer was unable to clear the low reservoir alarm. The insulin pump was bumped and the screen had two scratches. The insulin pump also had a dog bite. The customer disconnected from the insulin pump and reverted to a backup plan. Customer's blood glucose level was over 120 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.